Manufacturer narrative:
(B)(4). Batch # t5ap77. Device analysis: the analysis found that one ec45a device was returned with no apparent damage and with one ecr45d cartridge loaded in the device. The cartridge reload was received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meets the staple release criteria. The event described could not be confirmed as the device performed as intended and it opened and closed without any difficulties noted. The manual switch was totally functional and worked without any issue noted during functional test. T a manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
Would not reverse knife. It was reported that during the thoracoscopic lobectomy surgery, after fired, the knife moved to the distal end, but could not return knife. Knife reverse button could not work. Used new gun to cut the proximal end tissue and removed the device. As the cut part is not key tissue. No additional information could be provided.